Event description:
It was reported that during an unspecified procedure, the proximal shaft of the liberte' monorail stent delivery system ruptured when the physician was cleaning it. It is further reported that the break occurred with the stent in its rigid tubular position. The event occurred outside of the pt prior to stenting. The lesion being treated is unk. The procedure was successfully completed with another device. No pt injuries or complications were reported. Pt status is reported as 'fine.'

Manufacturer narrative:
Device has not been returned for analysis as of the date of this report.